Event description:
It was reported that left hip revision was performed due to elevated cobalt and chromium levels.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the hemi head, r3 liner and modular sleeve were removed. The stem and r3 shell remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. The production records for the r3 liner couldn¿t be reviewed as batch details provided do not match any devices and chart sticks haven¿t been supplied to confirm the batch number. Review of manufacturing records for the known devices did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Although it was reported that the metal ion levels were elevated, no levels were provided. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant or the fretting which was noted without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision was performed due to elevated cobalt and chromium levels. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Serious injury.